Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient previously receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp was calling because she wanted to know if the patient was eligible for a lumbar MRI. Per the hcp, the patient¿s pump had moved and was no longer in use. The hcp was unable to provide any further clarification or the event date. No patient symptoms were reported. No further complications have been reported as a result of this event.